Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic colorectal operation procedure, unable to fire any farther after fired at half on the second firing; the staples were malformed with irregular shape. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).batch # p5556r. Photographic analysis: two pictures were provided; the first picture shows the distal part of an anvil, with a blue cartridge loaded. Second picture shows the handles of a device, with a battery loaded. Based on the picture alone no conclusion could be reached on how the reported event occurred. Please refer to the device analysis for full analysis details and conclusion. The analysis found that one pse60a device was returned with no apparent damage and with an ecr60b partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.